Manufacturer narrative:
(B)(4). On an unreported date, the treatment with antibiotics was stopped. It was reported that the patient was recovered from the event, was doing well and the fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin injection 1 gram stat (route not reported) for the peritonitis. On unreported date(s), the patient was treated with fortum injection 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.